Event description:
It was reported that the programmer has a loose electrocardiogram (EKG) connector and noise on the EKG. The programmer will be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.